Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps elevator and inside the lightguide lens could not be identified and a definitive root cause of the issues could not be determined, however, due to the observed leak at the electrical connector and connecting tube, it is likely that reprocessing could not properly/efficiently remove the foreign material on the forceps elevator. Additionally, it is likely that the foreign material inside the lightguide lens was due to physical stress to distal end such as hitting and dropping during user handling, and/or the lightguide lens glue peeled off due to chemical stress such as chemical solutions used for the device. As a result of the damaged lightguide lens, it is likely that humidity entered the lens, leading to corrosion/stain. The event may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had physical defects of the bending section and insertion tube including unusual shapes. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign material, there was discoloration inside the light guide lens, and the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the grip had a scratch. The forceps channel port had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The switch box had a scratch. Due to damage on the guide pin of the electrical connector, water tightness was lost. The suction connector had a stain. The scope connector cover unit had stain. Due to a cut on the connecting tube, water tightness was lost. Due to a cut on the knob wire/forceps elevator wire, the forceps did not rise up at all. The objective lens had a scratch. The distal end was shaved. The distal end had residual liquid. The image guide protector was cut. The adhesive around the light guide lens had discoloration. The inside of the light guide lens had discoloration and dust. The forceps elevator had foreign material. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.